Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The lens was implanted, removed and replaced intraoperatively with a same model and length lens. The problem was resolved. Cause of event was reported as unknown.